Event description:
It was reported that the lead integrity alert was triggered due to noise on the right ventricular (rv) lead. Possible lead fracture up by the pocket was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 511212 lead, implanted: (B)(6) 2013; a 5071-35 lead. Implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. However, visual summary analysis of the lead indicated apparent explant damage.